Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient fell while walking to the bank and they were wondering if it was because there were a handful of phone and electrical towers nearby. The patient was to follow up with the hcp. No further complications were reported as a result of this event.